Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two minicap transfer sets leaked; further described as sets had ¿fluid flow with the twist clamp closed¿. This occurred during use of the devices for peritoneal dialysis therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: d9, h3, h6. H10: one (1) actual sample was received for evaluation. A visual inspection performed with the naked eye noted a broken occluder feet of the main body located beneath the white twist sleeve. The reported condition was verified for the sample received. The cause of the condition could not be determined; however evidence of a cleaning agent or foreign solvent around the threads of the main body could have contributed to the damage. A photograph of the second sample was provided for evaluation. The photograph was visually inspected, however there is not enough evidence to refute or confirm the reported condition. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.